Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that they received a replacement controller from sunmed today and the battery pack, but they did not receive a power cord or the other parts. Pt also mentioned that they have never had a belt to use. Pt stated they have not seen the healthcare provider (hcp) in 6 years. Pt mentioned that they have been without the therapy for over a year and their life has been miserable. Pt will call back if assistance is needed after pt receives the equipment. The patient got replacement equipment and couldn't remember how to use equipment and did state "my memory sucks". The patient tried to charge implantable neurostimulator (ins) during the call and got no device found. The patient said they haven't charged ins in over a year. They mentioned that their ins only lasts 3 days in between charges and claims their old stimulator lasted 3 months in between charges. They said this was with another manufacturer. They said they had to leave half the "unit in there so I cant get mris". They started passive recharger mode during the call and get 95 for the high number. Patient called back and mentioned previous information in this case. Patient received their equipment and when they put groups a and b on, they quivered all over and the stimulation was cranked up that it would make their hair stand up. Patient switched to group c and only one side worked and if they sat down the stimulation quit working. Agent redirected patient to their hcp to address the issue. Patient hadn't seen their hcp in a long time. Agent reviewed role of representatives and did not guarantee a call back and agent still redirected patient to their hcp. Patient mentioned a long time ago a manufacturer representative (rep) did fine tuning on them. Some guy also reprogrammed the patient.

Event description:
Per additional information received from manufacturer representative (rep), he have not seen this patient or heard from them. Therefore, he was not able to answer cause/action/resolution questions. Rep also added that if the patient has not seen an healthcare provider (hcp) in 6 years, they would not have the answers either and rep will check with the hcp.

Manufacturer narrative:
Section b5 updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.